Event description:
It was reported that the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a leak during wear.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Fluid path testing found fluid to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.4 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.